Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 348 mg/dl and an insulin injection was used to address the bg level. A system check was performed. The customer indicated that the pump was worn in the waist band and there was no temperature changed to the pump prior to the occlusion alarm. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the cartridge and initiated the fill tubing without any further alarms.